Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare professional (hcp) via a manufacturer representative regarding a patient receiving intrathecal therapy via an implantable pump. The drug, dose, and concentration were unknown. The indication for use was not reported. It was reported that the alarm of the pump was activated, and a motor stall occurred. The physician interrogated the pump journals, and there were several motor stalls since (B)(6) 2020. The hcp tried to restart the pump without any success. Pump replacement was planned but had not been scheduled yet. The issue was not resolved. However, the patient's status was alive - no injury. There were no environmental, external or patient factors might have led or contributed to the event. Information regarding the patient¿s gender, age, weight, medical history, and other medications was unavailable. Information regarding the pump implant date was unavailable. No further complications were reported.

Event description:
Additional information was received via a foreign user report (which was forwarded to the manufacturer by a foreign agency). The report indicated that the pump was explanted on (B)(6) 2020 [please note this is conflicting with the previous information received by the manufacturer which had indicated the pump was explanted on (B)(6) 2020].

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The returned device was subjected to a series of standard tests that include but is not limited to visual inspection, alarm output, motor function, and dispense testing. Destructive analysis identified residue in the motor gear train. Analysis identified wearing on the upper shaft of gear number two. Medtronic developed a design change to reduce motor shaft wear and received regulatory approval for the change. Medtronic began distributing pumps with this design change in august 2017. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Pump interrogation at medtronic (B)(4) operations center indicated the pump was delivering baclofen 500,0 mcg/ml at 348,41 mcg/day and prialt 10,0 mcg/ml at 6,968 mcg/day. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a foreign healthcare professional (hcp) via a manufacturer representative. It was reported that the pump was explanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.